Event description:
The customer reported that an adverse event occurred and they wanted to review the audit logs. Patient outcome is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips technical consultant (tc) worked with the customer to pull the audit logs and resolve any issues they were experiencing. The tc noted that some alarm configurations were requested to be changed. The tc worked with the customer to resolve the issues however, the actions that were performed were not documented or relayed via gfe. Multiple good faith efforts (gfe's) were sent to gather additional information however, no additional information was received. The case was closed without further evaluation. There is insufficient information to rule out a product malfunction.

Event description:
The customer reported that an adverse event occurred and they wanted to review the audit logs.